Manufacturer narrative:
This corrective regulatory report was submitted for the following: b5: the statement "not putting anything out anymore" was added. G2: consumer added as a report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was told the "generator was gone" and not putting anything out anymore.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when attempted to programmed into MRI mode a message occurred, internal device has lost all data. Please contact your clinician. Reviewed meaning of message and redirected patient to schedule a reprogramming session at their managing physician's office. Patient said that doesn't want to go back to implanting physician however hasn't looked for a new physician, said gets medical care from the va. Patient said will contact the va. Caller reports patient had MRI scan in (B)(6) 2023 and was able to program into MRI mode. Redirect caller to patient's hcp.

Event description:
Additional information was received from the patient on 2024-nov-15. They reported that the cause of the power on reset (por) was not determined and it was unknown what caused or contributed to the issue. The patient stated they required re-programming. Additional information was received from the patient 2024-nov-27. They called back and stated they saw an hcp (name asked, unknown) at the va and were told the "generator was gone". The patient was unclear if this meant the ins battery or not. An attempt was made to walk the patient through connecting to their ins, but the patient continued to get a "device not responding" message even after repositioning the communicator multiple times. The patient stated they were trying to get a brain MRI done. The patient stated the hcp told them to call the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the por was determined and noted the likely cause as being "battery shot." The steps taken/will be taken were noted as being "spoke to [representative] 2024-nov-27, will advise." The issue was reported as not yet being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.